Manufacturer narrative:
Evaluation of the returned pod pc revealed that the introducer sheath was kinked, and embolization coil could not be advanced, and the complaint was confirmed. The probable cause of the reported failure is likely due to the damaged introducer sheath. If the pod pc is forcefully mishandled at an extreme angle while the introducer sheath is within the rotating hemostasis valve, damage such as a kink may occur. During the functional test, resistance was encountered due to the kink in the introducer sheath and the pod pc was unable to be advanced out of its introducer sheath, and no further testing could be performed. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod packing coils (pod pc). During the procedure, the physician was unable to advance a pod pc into the target location. Therefore, the pod pc was removed. It is unknown how the procedure was completed or if there was any adverse effect to the patient.